Manufacturer narrative:
No additional information has been provided. A follow-up regulatory report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that while the patient was on the centrimag, it alarmed "f2." There was no flow read on the monitor. The flow probe was repositioned but the alarm did not resolve. The flow probe was then switched out twice, but the alarms still did not resolve. They then switched to the backup console and switched out the flow probes and the alarms resolved. There were no complications or issues reported during the console exchange. The patient is still on veno-venous extracorporeal membrane oxygenation (vv ECMO) support.

Manufacturer narrative:
No additional information has been provided. A follow-up regulatory report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that while the patient was on the centrimag, it alarmed "f2." There was no flow read on the monitor. The flow probe was repositioned but the alarm did not resolve. The flow probe was then switched out twice, but the alarms still did not resolve. They then switched to the backup console and switched out the flow probes and the alarms resolved. There were no complications or issues reported during the console exchange. The patient is still on veno-venous extracorporeal membrane oxygenation (vv ECMO) support.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an f2: flow signal interrupted alarm was not confirmed. The centrimag console (serial number (B)(6) ) was not returned for analysis, and no log files were associated with the reported event. Per additional information, the reported event was not reproduced after further testing, and no further issues were reported. The root cause of the reported event was unable to be determined through this analysis. Review of the device history record for the centrimag console, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and quality assurance specifications. The 2nd generation centrimag system operating manual provides information regarding emergencies/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual section 12.1 entitled "appendix I-2nd generation centrimag primary console alarms and alerts" contains a list of console alarms and alerts, including f2 alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event was not reproduced after further testing, and no further issues were reported. The device was not returned for evaluation.